Event description:
Treatment of a basilar aneurysm. It was reported that the patient was treated with three pipelines on (B)(6) 2011. Next day, the patient had symptoms like stroke and diagnosed with ipsilateral intracranial hemorrhage. Heparin, integrillin along with aspirin and plavix were administered and subsequently the patient developed intraventricular hemorrhage (ivh). It was reported the patient expired.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).